Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner had failed to scan. A field service engineer (fse) found that the barcode scanner was not scanning medications properly because the universal serial bus (usb) cable had worked its way loose. The fse reseated the cable and installed a new strain relief. The fse tested the scanner in the hardware test application (hta) and performed preventative maintenance. Additionally, the number pad on the keyboard was not working, so the fse activated the number lock. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, scanner had failed to scan. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.